Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023.